Event description:
Patient stated adhesive pad did not stay attached to the body and experienced pain and bleeding because of adhesive not staying attached to the body. Patient stated she must wear v-go on the left side of her abdomen, upside down for v-go to stay attached. Patient has discarded v-go.